Manufacturer narrative:
Device evaluated by MFR: the ranger (dcb) was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A leak test was carried out using de-ionized water when liquid was observed to be exiting from the tip of the device which indicates a breach of the guidewire lumen, therefore the balloon could not be inflated. An examination of the balloon material identified no issues. To facilitate an examination of the shaft the investigator removed the balloon material from the device. A visual examination found no damage to the tip or markerbands of the device. A visual and tactile examination found the shaft of the device to be severely kinked more than one location between the markerbands. A leak test identified a pinhole in the shaft of the device at the site of one of the kinks. No other issues were identified with the device.

Event description:
Reportable based on device analysis completed on 22may2025. It was reported that a leakage on the balloon catheter has occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 7x200mm, 90cm ranger (dcb) drug-eluting peripheral transluminal angioplasty catheter was inserted over the wire. During inflation using an inflation device, it was noted that balloon was inflated inside the patient but the pressure on the inflation device was not shown. The balloon was removed and found there was a leakage near the tip of the catheter. The procedure was completed using an alternate device. There were no patient complications as a result of this event. However, device analysis revealed a pinhole in the shaft of the device.